Manufacturer narrative:
Per the surgeon, the patient underwent a procedure on (B)(6), 2013, to revise skin flap and remove abutment. There are no plans to replace the abutment as of the date of this report, (B)(6), 2013.this report is filed july 26, 2013. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) to revise skin flap. The implanted device remains.